Manufacturer narrative:
Additional suspect medical device components involved in the event. Product family: scs-ipg-r-MRI, upn: m365sc12000, model: sc-1200, serial: (B)(4), batch: 20882866.

Event description:
It was reported that the patient was no longer receiving adequate stimulation, even at a very high intensity. The patient was also experiencing electric shocking sensations. It was noted that the lead displayed high impedances on six contacts. Reprogramming was attempted, however was not successful. The patient was also experiencing pain at the implantable pulse generator pocket site as it was placed too superficially. The patient underwent a revision procedure in which the lead was replaced, and the implantable pulse generator was repositioned from dorsal to abdomen. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event. Product family: scs-ipg-r-MRI, upn: m365sc12000, model: sc-1200, serial: (B)(4), batch: 20882866.

Event description:
It was reported that the patient was no longer receiving adequate stimulation, even at a very high intensity. The patient was also experiencing electric shocking sensations. It was noted that the lead displayed high impedances on six contacts. Reprogramming was attempted, however was not successful. The patient was also experiencing pain at the implantable pulse generator pocket site as it was placed too superficially. The patient underwent a revision procedure in which the lead was replaced, and the implantable pulse generator was repositioned from dorsal to abdomen. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12000, model: sc-1200, serial: (B)(6), batch: 20882866. Device technical analysis: model sc-2317-50, serial (B)(6). Visual and x-ray inspection of the lead revealed that this lead was bent-kinked 2 cm from the set screw mark of the clik x anchor and all the cables were completely broken at this location. There are no exposed cables at the fracture location. Laboratory analysis determined that the lead became bent-kinked after exiting the clik x anchor, exposing the bent location to excessive mechanical force or movement that caused the cables to fracture at the anchor point. Model sc-1200, serial (B)(6). The implantable pulse generator was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. However, it was stated that the device was placed too superficially. Therefore, the probable cause of the pocket pain is in unintended use error caused or contributed to the event.

Event description:
It was reported that the patient was no longer receiving adequate stimulation, even at a very high intensity. The patient was also experiencing electric shocking sensations. It was noted that the lead displayed high impedances on six contacts. Reprogramming was attempted, however was not successful. The patient was also experiencing pain at the implantable pulse generator pocket site as it was placed too superficially. The patient underwent a revision procedure in which the lead was replaced, and the implantable pulse generator was repositioned from dorsal to abdomen. The patient was doing well post-operatively.